Manufacturer narrative:
It is unknown if the device was returned to olympus for evaluation or service, as there was no specific model and serial number provided. The cause of the reported patient death could not be determined. The filing of this report is not an admission that the device caused or contributed to the reported patient death.

Event description:
Olympus was informed by the patient's wife and daughter that the patient died four years ago after undergoing an unspecified procedure with a contaminated duodenovideoscope (model and serial number unspecified) at (B)(6).